Event description:
The customer stated that the meter acts like it is going out and they thought it needed a new battery. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter and a replacement was provided.